Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 380 mg/dl. A correction bolus via the pump was delivered to address bg. During troubleshooting with tandem technical support, it was discovered that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy.